Manufacturer narrative:
H4 manufacturing date: added. H3 device evaluated by mfg: updated. D4 expiration date: added. D9 product available to stryker: updated. D9 returned to manufacturer on : updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was returned for analysis inside the distal section of a microcatheter. It was no longer loaded on the stent delivery wire (sdw). Once deployed the stent was noted to be undamaged. The introducer sheath was returned and was also undamaged. The sdw was returned separately and was kinked/bent at multiple points along its length. Given the lack of damage noted to the distal tip opening of the introducer sheath and the deformation noted to the sdw, as well as the event description which notes resistance while advancing the subject stent inside the microcatheter hub, it is possible that the introducer sheath was initially correctly placed but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'after preparing the stent, the doctor observed that during the passage of the stent through the sheath through the microcatheter hub, there was resistance. The doctor then decided to remove the entire system and when checked, he found that the stent was released in the microcatheter. It was decided to perform a new catheterization with another microcatheter and a new stent was used'. An assignable cause of procedural factors has been assigned to the as reported stent deployed prematurely during use and stent difficult/unable to transfer as well as the as analysed stent deployed prematurely during use and sdw kinked/bent since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure resistance was encountered as the subject stent passed through the introducer sheath into the microcatheter, the stent system was removed and on inspection it was noted that the subject stent had released within the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure resistance was encountered as the subject stent passed through the introducer sheath into the microcatheter, the stent system was removed and on inspection it was noted that the subject stent had released within the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.